Event description:
One of our inpatient pharmacists received complaint from our medical staff that the bbraun pencan spinal needle trays with lot# 0061874152 (exp date 01-31-2025) are not providing adequate numbness for our patients. The trays contain bbraun medications: bupivacaine in dextrose 2ml (lot#20809a, exp 08/2025) and lidocaine mpf 1% 5ml (lot# 20629b, exp 06/2025).